Event description:
A caster came off a pushcart in the spd. Personnel was able to keep the pushcart and rack balanced and placed a metal container underneath where the caster should have been. This allowed the pushcart to stay stable and they removed the containers from the cart. The cart did not fall over and no one was injured.

Manufacturer narrative:
Review of device dmr revealed that the wheel attachment procedure was inadequate at the time of manufacture, potentially resulting in loosening of the screw connecting the wheel caster to the cart frame. The manufacturing process was modified shortly after --in june of 2023-- to additionally secure the screw. A service order has been issued to include checking and tightening the screw, if necessary, on the wheel casters of all pushcarts manufactured prior to june 2023 during the next routine service appointment at all healthcare facilities employing this cart. Furthermore, an additional improvement of the manufacturing process has been initiated.